Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the common femoral artery using the preclose technique prior to transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6 f. Reportedly, a suture break occurred. The suture break occurred prior to the tavi procedure. A second proglide device was used during the preclose technique and the sutures were used post procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. Analysis of the returned device revealed a posterior needle to cuff miss had occurred. A cuff miss and a suture break prior to knot advancement may appear similar. The visual inspection and functional analysis of the returned device did not detect a quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.